Event description:
The device was returned to the service ctr with a report from the customer contact that the device gives malfunction code 14/002/000 (less than 2.0 volts measured on lithium battery input). This does not indicate a reportable malfunction. However, during verification testing at the service ctr, battery leakage was noted in the battery compartment of the device.

Manufacturer narrative:
During testing and investigation corrosion was noted in the battery compartment and on the middle printed circuit board. This was due to leakage from the disposable batteries. Further testing found the device alarmed with a 14/002 service alarm code error code when powered on. The probable cause was due to an age-depleted lithium battery. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.